Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the pump touchscreen was cracked. Cause of the cracked screen was unknown. Additionally, the pump battery was unable to charge using the usb cable. There was no adverse impact to the customer's blood glucose level. Reportedly, the customer was able to charge the pump successfully by using an alternate usb cable. The customer continued to use the pump for insulin therapy.